Event description:
I have a repaired philips CPAP machine. I have had respiratory difficulties since using the replacement they sent me. Symptoms are chest and throat pain and cough. FDA safety report ID # (B)(4).